Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 23. Details of surgery: immediate extraction site. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling and bleeding. No further patient complications were reported.